Manufacturer narrative:
The tbm and provider were contacted for additional information regarding the event. They stated that the chair was turned off and was not plugged in at the time of the incident. They advised that the fire did not go out on its own; rather, it had to be extinguished. They stated that the fire was mostly contained to the battery area. Photographs were provided showing charring to the battery, battery harness, battery box, and rear shroud. The front shroud exhibited slight discoloration/deformation. There did not appear to be any damage to the battery cable. While evaluating the device, the provider's technician discovered an aftermarket jumper clamp in the battery compartment. The purpose of the clamp and whether it contributed to the event could not be verified. The provider suspects that the clamp was being used to power an external device using the chair's battery. However, this theory could not be proven, and the patient would not admit to doing so. The tdxsp user manual warns, "use of non-invacare accessories may result in serious injury or damage. Invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. Do not use non-invacare accessories." The provider advised that they informed the patient they would not service the chair unless it was first returned to invacare for inspection. The patient rejected that offer and requested that the chair be sent back to them. Therefore, no further investigation can be conducted. The underlying cause of the alleged issue is unconfirmed. A product malfunction has not been verified. It should be noted that the chair has exceeded its expected life of 5 years.

Event description:
An invacare tbm (territory business manager) reported that a tdxsp-cg power chair was unoccupied in the corner of a room at a private residence when it started smoking and caught fire. There was no allegation of property damage or injury.